Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic decomp filter and solenoid valve were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on (B)(6) 2016.

Event description:
A customer reported an event of an "intermittent smell of oil" (odor) emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), system risk analysis (sra) and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." The fmea revealed the risk priority number (rpn) is at an acceptable level. The catalytic converter was returned and tested. The reason for return of the catalytic converter was not confirmed. The vacuum pump was returned and tested. The reason for return of the oil mist filter was confirmed. The oil return valve was replaced but the part was not tested as the part was lost during transit. The assignable cause of the odor/smells issue is the vacuum pump and catalytic converter. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.